Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that they had a partial display issue. They reported that during winter the customer slipped on ice and hit it straight on. The customer fell on his hip while the insulin pump was in his pocket. The insulin pump did not show signs of physical damage however the internal screen was not completely visible to see. The customer¿s blood glucose level was unknown. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. Unable to perform functional test due to display anomaly. Unit had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip.